Manufacturer narrative:
The date of this report was inadvertently documented as (B)(6) 2016 on the initial report. It has been updated as (B)(6) 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device emitted a grinding noise, would not hold the smallest diameter k-wire (0.6mm), needed to be updated with lock-pin and had some internal components that were corroded and damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning (care). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a percutaneous pinning surgical procedure, it was observed that the quick coupling for k wires device was making a grinding noise. There were no delays to the surgical procedure which was completed successfully. It was unknown if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred approximately six months ago. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.